Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Catalog number and lot number unknown / not provided. PMA/510(k) number unknown / not provided. Device not returned.

Event description:
It was reported that the screw loosened.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the unknown zimmer screw was not returned. Since product has not been returned, visual/functional evaluation could not be performed. The investigation has been performed based on the available information. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed without relevant item and lot information. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (screw loosening) or product (zimmer screws) therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g4: date received by manufacturer g7: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change 'no' to 'yes' h6: evaluation codes h10: additional narrative